Event description:
It was reported that during a ptca treatment procedure, a 2-3mm segment of the iq marker guidewire appeared to have no radiopacity. The lesion being treated was located in the distal posterior descending (pda) coronary artery. The coating on the wire did not exhibit any peeling or flaking, but upon removal of the wire, it appeared that in an area 1 inch back from the tip, a 2-3mm segment had no coating. The case was successfully completed with this device. No pt complications occurred and the current pt condition is reported as 'ok.'

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.